Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and additional information from the user facility. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. Based on the results of the investigation, it is possible the issue may have been caused by the length of time the ¿lamp¿ button was pressed as it may have been too short. Section 10.2 troubleshooting of the instructions for use (IFU) instructs the users of the following: ¿tap the ¿lamp¿ button for more than 1 second.¿ olympus will continue to monitor the field performance of this device.

Event description:
There was no procedural delay related to this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the user report was not confirmed. Olympus discussed the issue with the user facility. The user facility agreed to contact olympus if additional troubleshooting was necessary upon receipt of the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was a ¿very low light event at maximum intensity¿ and error code e849 was observed prior to an unknown procedure on the visera elite ii video system center. This medical device report (MDR) is being submitted to capture the reportable malfunction of ¿very low light event at maximum intensity.¿ there was no patient involvement associated with this event.